Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. When the device was turned on, there was a high pitched noise and power-up error 12 was shown. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified error code 12 on startup. The device logs showed fault #53 occurred multiple times on the day of the event. Following troubleshooting recommendations, the fse reloaded the device software, which resolved the issue. The unit passed all functional and safety checks to factory specification.